Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had received a critical pump error 15 on their insulin pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting and it was found that the customer was able to clear the alarm and they were also able to rewind the pump. 0.2 units of insulin was filled in the cannula (into the air) and the delivery was successful but was recorded in the daily history. The customer had discontinued using the device. The insulin pump will be returned for the product analysis.

Event description:
Device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black case type = ngp customer returned pump for an alleged pump error 15 found on 09-dec-2022. Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, and self -test. Unit passed the displacement accuracy test (dat) with 0.0873 inches. Pump did not pass the sleep current measurement due to high current. P-cap was attached and locked into place properly. Unit was successfully downloaded using thump for history files and traces. No alerts/anomalies/alarms noted during testing. Pump error 15 (file number 0; line number 1935; esf# (B)(4)) alarm was found in the history files on 12/02/2022 13:59:39.000. Pump was cut open to perform visual inspection and found moisture damage on the motor assembly. The following were noted during visual inspection: stained keypad overlay and pillowing keypad overlay. Pump error 15 was confirmed due to a software error. Unexpected battery power loss was confirmed, problem isolated to pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.